Event description:
Medtronic received information regarding a navigation system being used pre-operatively to a functional endoscopic sinus surgery (fess). It was reported that the localizer was not connected. The manufacturer representative (rep) troubleshot the system and received a localizer not connected message. The site switched to a different navigation system. There were no lights on the interface unit. The rep had navigated to the self-test which showed the electromagnetic localization unit as disconnected. The rep stated that the connection to the back of the instrument interface was loose and will spin. The system was likely not recognizing that the instrument interface was connected due to an internal disconnection. The rep recommended the site order a new interface. Additional troubleshooting was provided and the rep advised that it is  required to reseat the internal usb cable and to check the power connection to the electromagnetic localization unit for further use. The next step is for the rep to see if the issue was resolved or locate the source of the problem. There was less than an hour delay to the case. No impact on patient outcome. Additional information was received stating that the manufacturer representative reported that the breakout box was still not functioning after being replaced. In "emitter details" in the software, the emitter and break out box were gray. Technical service walked them through reseating the connections of the polaris spectra system control unit (scu) and checking the lights of the scu. The connections were snug, in the correct location, and the lights of the scu were on. Ts was able to replicate the problem when unplugging the usb cable from the scu.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735824, product ID: 9735825. Device evaluated by MFR: the manufacturer representative went to the site to test the navigation system. The controller was not functioning properly. When plugging in the new em interface box, the lights were on for a few moments but then turned off. The breakout box icon and emitter icon were both grayed out on the navigation screen. Tech support verified that the em controller would need to be replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the cabling was returned to the manufacturer for evaluation. Analysis found a nut within the housing was loose. Functionality was not impacted by the loose nut. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.